Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault and an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf140 was due to a super capacitor electrolyte leak while sf180 was due to a software issue and internal battery degraded warning alarm was due to device operation in a temperature outside of the device specification. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.